Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted:(B)(6) 2014, product type pump. Product ID 8870, serial# (B)(4), product type software. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 350 mcg/day). The pump's indications for use (ifus) were listed as intractable spasticity and post spinal cord injury. The 8840 programmer displayed a broken programmer icon. The 8840 programmer displayed an unknown error code while the hcp was updating the patient's pump. The programmer was turned off, back on, and the code cleared. The update was not completed and when the pump was re-interrogated, the programmer showed that the pump had been stopped for 30 minutes. The patient wasn't having any symptoms or therapy issues. The pump was in flex programming and due to recent time change, it was confirmed that the time on the programmer was correct. Additional information (including cause of the error and actions/interventions were taken to resolve the 8840 error and pump stopped) has been requested.